Event description:
A customer contacted baxter (B)(4) to report a connection issue with a catheter connector and the titanium adapter. The customer stated that the catheter connector would not tighten with the titanium adapter. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed, as the patient connecter that was returned did not connect fully with the titanium adapter. However, the root cause of the poor connection could not be determined. Additional information: a batch review could not be performed because the lot number was not available.